Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing an "irregular" breathing pattern/volume could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the report issue could not be determined.

Event description:
It was reported to ventec that the device's breathing pattern/volume was "irregular". No further details or clarification was provided. There were no reports of patient involvement associated with the reported event.